Manufacturer narrative:
On 05/23/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site neurosurgeon reported that, while in a cranial procedure, their navigation system unexpectedly became unresponsive on the navigation screen within cranial 2.2.7. The system was not responsive to typing or to the mouse. In trouble-shooting, the navigation system did not respond to a software re-boot. A system hardware re-boot restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.